Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), consumer, and manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient no longer needed the stimulator as his pain was under control. The device was not charged or used since (B)(6) 2019. When trying to charge two days prior to the report, a poor communication screen was seen on the recharger and programmer. The device was dead and could not be put into MRI mode. The patient was in pain. A rep was unable to get the ins functioning over the phone, so the rep was going to meet the patient to perform a physician recharge mode. Additional information received from the healthcare professional reported that the device wouldn't turn on or off and couldn't be put into MRI mode. Further information received from the manufacturer representative reported that the patient had let the implant go into overdischarge three times. The representative had tried for over six hours to use the antenna locate feature to recharge the implant and then the patient tried for an additional four hours at home but was not successful. The patient needed an MRI but was not able to use MRI mode to verify MRI eligibility. The patient was able to have a healthcare provider complete an MRI eligibility sheet. The representative noted that the doctor was going to replace the implant after the covid-19 restriction on elective surgeries was lifted. No date or time frame was known.